Manufacturer narrative:
No device deficiency reported. Phrenic nerve injury leading to diaphragmatic paralysis is a known possible adverse event for catheter ablation procedures disclosed in product labeling.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, diaphragmatic response was lost while ablating the right superior pulmonary vein (rspv). The diaphragm was confirmed to be elevated at the end of the procedure by x-ray. No other information was received about this event, so it is unknown if diaphragmatic function recovered prior to patient discharge.